Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having some low blood glucose readings. Customer stated that he has lost (B)(6) lbs in the past couple of months and believes that this is the cause of the low blood glucose. Customer stated that his settings have not been adjusted. Customer was assisted with reviewing the bolus wizard settings and basal rates. Customer adjusted all of his settings so that he is getting less insulin. Customer stated that his blood glucose was 65 mg/dl before bed. Customer stated that he treated by eating a burrito and drinking a soda. Customer did not take any insulin for the meal and woke up with a blood glucose reading of 50 mg/dl. Customer stated that he treated with a few orange juices. Customer stated that he will talk to his doctor about changing the settings in his pump. Customer could not check his blood glucose again because he is at school.